Event description:
This report was received from global pharmacovigilance (gpv) and is a spontaneous report from a consumer's daughter in the USA of a home patient that reused disposables and acquired peritonitis in a coincident with dianeal therapy. During a call with baxter home care services, the following was reported. On an unreported date in (B)(6) 2012, the patient reused disposables, which caused peritonitis. It is unknown if a peritoneal effluent culture was performed. The hp was not hospitalized for the peritonitis. Treatment was not reported. The patient was recovering from the peritonitis.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample is not available. A 510(k) number will not be provided in the emdr as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. This complaint for a report of use error - reuse of single-use product is confirmed because it was reported that there was a re-use of a single use products; however, the assignable root cause could not be determined, since it is uncertain why the patient re-used single use products. A labeling review was completed and determined that the instructions provide sufficient level of detail on preventing use error - reuse of single-use product. If additional information becomes available, a follow up report will be submitted.